Event description:
Info received indicates the brake casters are ratcheting when in brake.

Manufacturer narrative:
The tech replaced the worn brake casters and installed a brake/steer upgrade kit to repair the stretcher.